Manufacturer narrative:
If explanted, give date: not applicable as to date the lens remains implanted and therefore not explanted. Concomitant medical products: additional concomitant product - 1mtec30 cartridge lot# cb39356 all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the implantation of a toric intraocular lens (iol) it was very difficult and tight to advance the lens in the cartridge. The surgeon was able to deliver the lens into the patient's eye with a lot of force and using a second instrument. The surgeon noticed that the tip of the plunger nicked the edge of the iol but believes the patient will be ok and the vision will not be compromised. There is not plan on exchanging the lens. No further information was provided. Two mdrs will be filed. One for the cartridge and one for the lens (this report).

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.